Event description:
The customer reported angulation of the subject device was loose. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a gap in the adhesive between the acoustic lens and ultrasound probe. This report is being submitted for the malfunction found during evaluation (gap in adhesive at distal end). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found a gap in the adhesive between the acoustic lens and ultrasound probe. The reported issue (loose angulation) was not reproduced during testing. In addition, the ultrasound image was defective with missing elements due to damage on the ultrasonic cable and ultrasonic probe, the bending section cover was discolored due to handling, and angulation in the up direction was reduced due to elongation of the angle wires. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.